Event description:
It was reported that during an implant attempt, there was a problem with the setscrew on the implantable cardioverter defibrillator (ICD). Oversensing on the atrial channel was noted once device was connected (connected multiple times). Used another device and had no atrial oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).